Manufacturer narrative:
Waiting for the device to be returned before we can carryout the investigation.

Event description:
A patient reported that there was no power to their hc234 CPAP humidifier and that a reset was unsuccessful. The patient informed us that they took the hc234 CPAP humidifier to peru and when they plugged in the device, it made a noise, stopped working and smoke was coming through the hose.